Event description:
It was reported from unit 3200 that the nurse informed biomed that the 8100 setting was changing from the previous settings while running. At 11:04 on (B)(6) 2021 at 9:29 am and on (B)(6) 2021 at 1104, during the heparin infusion, the rate changed from "20ml to 15ml. Same patient for both incidents. For one of the incidents, the nurse visibly saw the pump change rates after starting the infusion the second incident the nurse noticed the rate change shortly after the infusion was started. In both case, the nurse was able to stop the infusion, correct the rate and then restart the infusion with the correct rate. There was patient involvement but no harm.

Manufacturer narrative:
Omit a140504 - inaccurate delivery (2339) omit g04105 - pump omit b17 - device not returned omit c20 - no findings available omit d15 - cause not established manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported from unit 3200 that the nurse informed biomed that the 8100 setting was changing from the previous settings while running. At 11:04 on 04/29/2021 at 9:29 am and on 04/30/2021 at 1104, during the heparin infusion, the rate changed from "20ml to 15ml. Same patient for both incidents. For one of the incidents, the nurse visibly saw the pump change rates after starting the infusion the second incident the nurse noticed the rate change shortly after the infusion was started. In both case, the nurse was able to stop the infusion, correct the rate and then restart the infusion with the correct rate. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected, g07002 - appropriate term/code not available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported from unit 3200 that the nurse informed biomed that the 8100 setting was changing from the previous settings while running. At 11:04 on (B)(6) 2021 at 9:29 am and on (B)(6) 2021 at 1104, during the heparin infusion, the rate changed from "20ml to 15ml. Same patient for both incidents. For one of the incidents, the nurse visibly saw the pump change rates after starting the infusion the second incident the nurse noticed the rate change shortly after the infusion was started. In both case, the nurse was able to stop the infusion, correct the rate and then restart the infusion with the correct rate. There was patient involvement but no harm.